Event description:
The customer called and reported the buttons on the insulin pump were not responding and her blood glucose went up to 425 mg/dl. Customer stated the insulin pump may have been exposed to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.